Event description:
Pt admitted for an elective pocket revision because of concerns of potential device erosion with neovascularization at the incision site. During procedure, an insulation break of the ventricular defibrillator lead noted, but no disruption of electrical activity observed. As it was unclear as to the significance of the break, the lead was replaced.